Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle device became stuck during removal attempt. No resistance was noted during advancement of the prostyle device into the anatomy. The patient was intubated [general anesthesia]. The device was surgically removed as a single unit, with no device separations noted. The sheath size was upsized to 14f and the tavr procedure was able to completed. Hemostasis was achieved via surgical repair. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.